Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, brown particles inside of the fill channel. Leak test was performed, and found opening on anterior side. A microscopic analysis was performed which identify, one opening sharp on anterior side. The fill test inspection was performed, the result is no blockage.

Event description:
Healthcare professional reported, "a right side deflation". Device explanted, right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported "a right side deflation." Device explanted. Right side.